Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The system was placed in the back-up position until the latch could be repaired. The field service representative (fsr) sent two new latches to the customer (one for repair and a spare). This uas was on system-1 base serial number (B)(4). The ccp sent a photograph showing the new latch installed. The broken latch was thrown away, so no part return. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the ultrasonic air sensor (uas) latch broke during tear down of the system-1. There were no reported adverse consequences to the patient.